Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 400 mcg/ml at an unknown dose via an implantable pump. It was reported per the doctor, an infection of the pump pocket occurred. The symptoms experienced were not provided. Actions/interventions included removal of pump and as much of the catheter as the doctor was able to access on (B)(6) 2024. It was noted the doctor was unable to remove all the catheter and a partial explant of the catheter occurred. The pump pocket was cleaned out and a new pump pocket created. It was unknown if the issue was resolved at the time of this report.